Event description:
It was reported that the patients ipg will not connect to multiple remote controls (rc) or the clinician programmer (cp) despite multiple attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg will not connect to multiple remote controls (rc) or the clinician programmer (cp) despite multiple attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg will not connect to multiple remote controls (rc) or the clinician programmer (cp) despite multiple attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred a month ago based on the date the manufacturer became aware of the event.